Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following precautions to avoid the possibility of drain damage or breakage: "to avoid the possibility of drain damage or breakage: avoid suturing through the drains to minimize the possibility of breakage. Drains should lie flat and in line with the skin exit path. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage during/ after removal. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or blunt instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: drain breakage may require surgical removal." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the wound suction evacuator was stitched in place and was working well. The patient was then sent home; however, on (B)(6), it was discovered by the surgeon that the white flat perforated drain had allegedly separated from the clear silicone tube. The clear tube was still stitched to the patient. The surgeon then had to take the patient back to the operating room to retrieve the disconnected white silicone flat drain.